Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the patient was hospitalized for hyperglycemia while using the performa system. It was reported that on (B)(6) 2018 at 11:36 pm the customer received a blood glucose result of 64 mg/dl on her performa system. There is no indication that the customer experienced any low or high blood glucose symptoms. The customer went to the hospital. One hour later, at the hospital, the customer received a blood glucose result of 600 mg/dl on the hospital's meter. The type of treatment given to the customer was not provided. It is unknown how long the patient was hospitalized. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.